Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint and completed the device evaluation. The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it passed. The usm was tested on a patient side cart (psc) fixture test platform (pftp) and passed all tests. An inspection on the insertion clutch assembly was performed where signs of fluid intrusion were discovered. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue but replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clutch button on universal surgical manipulator (usm) 2 was not responding. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs but found no related errors. The customer had to use the instrument release key (irk) due to the alleged issue. The surgeon continued with the other three usms. The procedure was completed with no reported injury.